Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the primary da vinci product with the alleged issue to perform failure analysis. Intuitive surgical, inc. (Isi) did receive the related da vinci product to perform failure analysis. The associated maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint that the monopolar curved scissors (mcs) instrument had an arcing event while using a maryland bipolar instrument regarding was confirmed by failure analysis. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the monopolar curved scissors instrument had arcing while using a maryland bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and there were no damages or anything unusual. Thermal damages were first observed intraoperatively when there was contact of monopolar scissors on the jaws of the maryland for monopolar coagulation of the tissue held in the bipolar forceps. The surgeon did not even notice the cause of the thermal damage to the instrument. There was no collision, only deliberate apposition by the surgeon of the instruments on top of each other. An electrical arc was observed during the procedure with an instantaneous flash on the image, during coagulation in the dissection of the round ligament. The maryland bipolar forceps and monopolar scissors were in use when the electrical arc event occurred, with the arc originating from the monopolar scissors. The surgeon did not notice what caused the electrical arc event. There were no injuries to the patient. The instrument and associated accessory are not available for return to isi for evaluation. Normally, a video was recorded via the hub, from one of the two surgeries of the day, although the specific surgery is not remembered. Additionally, the monopolar instrument has reached its lifespan count and has been sent for destruction it will therefore not be returned. Please see complaint investigation (B)(4).

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.